Manufacturer narrative:
Additional information was added: the lot was manufactured from june 10, 2019 - june 12, 2019. Two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that tubing sets were received detached from the tube set spike of both samples. The reported condition was verified. The most likely direct cause for detached spike of both samples was due to inadequate or lack of adhesive being applied in the manufacturing process at the base of the spike of the tube set tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) sterile repeater pump tube sets "came off" the repeater pump which resulted in a leak in the hood. This was identified during setup and preparation. There was no patient involvement. No additional information is available.